Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine replacement of the device. Upon attempting to remove the right ventricular (rv) lead from the device it was not possible to free the is1 portion of the lead. The setscrew of the device would not retract. The torque wrench used to loosen the setscrew snapped. The is1 portion of the rv lead was cut and surgically abandoned. The device will be returned with the torque wrench. A new system was implanted. No adverse patient effects were reported.